Manufacturer narrative:
Update sections d10, f10, and h3.  The delivery system was returned with balloon burst and a slight bend. The delivery system was fully inspected and the following was observed:  balloon burst confirmed ¿ radial burst around the inflation balloon; guidewire kink at approximately 6.7cm, 9.2 cm, 11.8 cm, and 13 cm from the tip;  distal tip, nose tip ¿ separated confirmed ¿ balloon burst and distal tip separated from delivery system. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst).  Dimensional analysis was performed and the single wall thickness of the inflation balloon near the observed burst was measured and was within specification.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure.  The complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip nose tip separated were confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty and distal tip separation. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient had severe level of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, excessive device manipulation could have been applied to overcome the withdrawal difficulty which may have led to the separation of distal tip, nose tip component. The technical summary is applicable to this event, therefore, an engineering evaluation is not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transcarotid transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the balloon ruptured during inflation. The distal end of the ruptured balloon was unable to be inserted in the introducer. The extraction of the delivery system was performed without the protection of the sheath causing a dissection of the right common carotid artery. Surgical repair of the right common carotid was performed. Control arteriography highlighting a persistence of a dissection.